Event description:
(B)(4) trial. It was reported that during a percutaneous coronary intervention treatment procedure, a vessel dissection occurred. (B)(6) 2013 the patient presented with a myocardial infarction and was referred for cardiac catheterization. The 90% stenosed and 23mm target lesion was located in the proximal right coronary artery extending to the mid right coronary artery with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50 x 28mm promus element plus study stent. Post deployment a grade ¿a¿ dissection was noted distal to the target lesion. The dissection was treated with placement of a 3.50 x 8mm study stent, resulting in 0% residual stenosis. The following the day the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).